Event description:
It was reported that during prostate procedure, the fiber "failed to fire after several minutes of lasering". "Light protruding from end of fibre" was observed at 224,696 joules and 38:56 minutes of use. The fiber was exchanged, and "as soon as the replacement fibre appeared in the prostate the metal end fell off the fibre making the replacement fibre unusable". The tip/cap was retrieved, and the procedure was completed with an alternative procedure (monopolar turp). No patient injury was reported. This report is for the second fiber.

Manufacturer narrative:
Failure analysis for fiber 0010-2400-630a-2201: the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the distal tip of glass cap and metal cap are detached and not returned; the outer flow tubing open end wall integrity is compromised, and exhibits minor scratch marks, and mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Based on the device analysis, the probable root cause of the failure is: excessive bending.